Event description:
The customer reported via phone call that the pump had gotten some water in it. Customer took the pump apart and dried it out with a blow dryer on low heat. Customer stated that the pump screen is at the clear screen and the time is close but not correct. Customer's blood glucose was 72 mg/dl. Customer stated that she was trying to change the time and date on the pump, but the numbers are scrolling on the time setup. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was programmed with the correct time and date. There was no time or clock anomaly noted. The pump had an intermittent act button response due to corroded keypad traces. The pump was received with moisture at the motherboard and interface board per visual inspection. There were no unexpected numbers ramping/scrolling during testing. The insulin pump had a minor scratched lcd window, a cracked case at display window corner, cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube window, and a cracked case at the reservoir tube window corner.